Event description:
This lead programmed with unipolar sensing and pacing, picked up external noise and caused hvr recordings on the device. All available information suggests this lead remains actively implanted. Should additional information be obtained, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.